Event description:
It was reported that when a device was used during a hemorrhoidectomy, there was bleeding from the staple line. The surgeon hand sutured the anastamosis and placed a drain. One day post op, it was noticed that there was bleeding from the staple line. A second surgical procedure was performed to re-suture the anastamosis.